Event description:
It was reported by the patient that she underwent a sling procedure on (B)(6) 2001. The patient experienced pain, urinary and bladder infections, and nausea. The patient had an additional unknown sling placed in 2003. The patient continued to experience the same issues post surgery. The patient was seen by a different surgeon and underwent another surgery in (B)(6) 2011. She was told that she had two slings in and the original sling was too tight and was placed incorrectly. A portion of an existing sling came out on (B)(6) 2011 during urination. The patient was told she may have erosion. The patient has seen the surgeon weekly and was prescribed multiple courses of antibiotics. The patient complained of an unusual smell to her urine, constant nausea, and bloody streaks in her urine. The patient was told the sling will have to be removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Infection occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent surgery on (B)(6) 2001 and mesh was implanted into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a total vaginal hysterectomy, due to leaking urine. It was reported that patient underwent cystoscopy, urethrolysis, and release of tension from the urethra and biopsy of the periurethral tissues on (B)(6) 2012.

Manufacturer narrative:
It was reported that the patient underwent urethral dilatation, cystoscopy, hydrodistention of the bladder on (B)(6) 2006 due to urethral stenosis, distal placement of the transvaginal tape too far and interstitial cystitis.

Manufacturer narrative:
It was reported that the patient underwent diagnostic laparoscopy with lysis of adhesions and peritoneal biopsy on (B)(6) 2002 due to pelvic adhesions. It was reported that the patient underwent diagnostic laparoscopy with bso and lysis of adhesions on (B)(6) 2002 due to endometriosis, pelvic pain and dyspareunia. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 11/28/2016. (B)(4). It was reported that following insertion the patient experienced urinary frequency, hesitancy, urinary urgency and stricture. It was reported that patient underwent mesh removal, cystoscopy, bilateral retrograde pyelogram, hydrodistention, bladder biopsy and urethral dilatation on (B)(6) 2012 by dr. (B)(6) due to gross hematuria and urinary tract infection. It was reported that patient underwent mesh removal, cystoscopy, bilateral retrograde pyelogram, hydrodistention, bladder biopsy and urethral dilatation on (B)(6) 2012 by dr. (B)(6) due to incontinence of urine.